Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (code 104) could not be duplicated. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) and defibrillator boards. The root cause of the high voltage deviation cannot be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
On 4/26/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. During servicing of a patient's monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor would not power on.